Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra 2 meter was displaying an error 1 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began sometime in (B)(6) 2014. The patient reportedly manages her diabetes with metformin 850mg and glipizide 10mg and continued with her usual diabetes management routine in response to the alleged issue. She claimed that approximately about 1-2 weeks after the issue began, she developed symptoms of ¿back pain and frequent urination¿ but despite her symptoms she denied receiving any medical intervention. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.